Event description:
A (B)(6) underwent l1-2 foraminotomy, disc debridement, washout of epidural abscess and discitis. Md attempted to put in arterial line on right arm at the beginning of the case; when md removed the catheter, only hub and part of the catheter came out with the rest dislodged in the patients. Unable to retrieve the missing piece. Patient underwent emergent brachial artery exploration and removal of catheter right arm. Catheter was contained in the subcutaneous tissue beneath the dermis. Catheter was removed in its entirety. FDA safety report ID# (B)(4).